Event description:
Use of the mynx closure device from accessclosure, inc, resulted in pseudoaneurysm, after placement in femoral artery following cerebral angiogram. Diagnosis: femoral artery closure after angiogram. Event reappeared after introduction: no.